Event description:
The customer contact reported the device alarmed with multiple s321 (motor error pmc left) malfunction alarm codes. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an s321 malfunction alarm code was noted in the device history. No additional info was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.